Event description:
It was reported that this right ventricular (rv) lead has exhibited intermittent loss of capture and elevated threshold measurements. The physician suspected a potential lead conductor fracture, as well as the patient no longer required defibrillation therapy. Therefore, the physician subsequently surgically capped and abandoned this rv lead, and a new lead was implanted to resolve the event. At this time, this rv lead remains implanted, but is capped and out-of-service. No additional adverse patient effects were reported.